Event description:
We were informed that during surgery the infusion pressure was not stable during case (i.e. Kept losing pressure).

Manufacturer narrative:
Regarding this complaint, the cartridge and the tubing were received. In addition, log files of the eva system were provided for investigation. Visual inspection of the cartridge and the infusion line did not reveal any abnormalities. In addition, also the flow test performed indicated that the irrigation flow rates of the products received are in line with the product specification. Analysis of the detailed log files confirmed that the values of irrigation and aspiration pressure at the pump level correspond to the set values. Hence, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Manufacturer narrative:
Log files of the eva system were already received by dorc. Investigation will be initiated as soon as the complaint article is provided.

Event description:
Kept losing pressure during case. Doctor removed infusion to check for flow. Checked line for kinks, and checked that filters were connected. Put iop to 80 mmhg.